Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The (B) (4) lead model is included in a field advisory. The device is part of the advisory for this model. Evaluation summary: (B) (4) analysis found a high current drain condition. Electrical analysis revealed the cause of the high current drain to be current leakage in the battery filter capacitors.

Event description:
High threshold was reported. The pace/sense portion of the high voltage lead was replaced with the patient's old pacing lead. The device was returned for analysis after being explanted due to eri (elective replacement indicator). The device subsequently tested out of specification during manufacturer's analysis. No patient complications have been reported as a result of this event.